Event description:
ER nurse was attempting to hang IV fluids using primary IV plumset tubing and the IV pump showed an error code of "t39 cassette test failure/malfunction." She changed IV pumps and used the same tubing with the same error message showing up. She used a new set of primary IV plumset tubing and attempted it in both IV pumps, and again received the same error message. It was then that she noted, the IV tubing had the same lot -12030-12- and serial #(B)(4), so she obtained a different lot # with no problems.